Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number r40a3c, and no non-conformances were identified.

Event description:
It was reported that during a bowel anastomosis, metal cap fell off. During side-to-side anastomosis of the small intestine operation, it found metal cap fell off on the abdominal wall after firing. Retrieved from the patient and there was no patient injury reported.